Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead had dislodged and was over-sensing far r-wave and exhibited inappropriate capture. X-ray was performed confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, inappropriate capture, and far r oversensing. As received, a complete lead with a stylet was returned for analysis. The reported events of inappropriate capture and far r oversensing were not confirmed. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification electrical testing was normal.